Event description:
Pt's lawyer reported events on behalf of the pt. The only reported event for the right side breast was pain. Therefore, this medwatch report is only for the right side. The device has been explanted.

Manufacturer narrative:
(B)(4). Device labeling (per 410 pivotal trial study): pain 2.7%. Device labeling addresses this event as follows: "pain of varying intensity and length of time may occur and persist following breast implant surgery.